Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. No bolus anomaly could be verified and the functional testing could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, cracked belt clip slot, a missing end cap sticker, a cracked display window and a cracked case at the reservior tube window corner.

Event description:
It was reported by the customer's mother, that the numbers on the insulin pump scroll up with out any input from the customer. Customer's blood glucose level at the time 354mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced.